Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a tear in the hose. During the functional testing, the product blows air, but when the temperature setting button was pressed, the ovt led and maintenance led light up, an alarm sounds, and the product stops working. The cause of the issue was found to be a broken heater. The heater assembly and l1 hose were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there was no hot air coming out. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.